Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device was received with minor scratched display window, cracked case at the display window corners, cracked belt clip slot, cracked reservoir tube lip, and scratched reservoir tube window.

Event description:
Customer reported a high blood glucose of 614 mg/dl. He reported that he changed the infusion set and insertion site four times and that he had treated with manual injections. He stated that the drive support cap appeared normal. He found no air in the tubing. He stated that the basal rate and bolus wizard settings were correct. He stated that he had brought the blood glucose down to 500 mg/dl. Nothing further was reported.